Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the probe of the device broke off. The missing broken probe measured approximately 13mm in length and was not returned for evaluation. The remaining intact portion measured 5mm in length at the proximal end of the device. A u509 error was observed on the test generator. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur"

Event description:
Olympus was informed that during a laparoscopic, therapeutic, gynecological procedure, the probe broke. It is unknown if any device fragment fell inside the patient. The intended procedure was completed with a similar device. There was no patient injury reported.